Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was unreadable. Reportedly, there were blue lines and blue dots on the touchscreen not allowing customer to see parts of the screen, and a section of the screen was black. Additionally, customer reported that the touchscreen was unresponsive. Customer's blood glucose level was 143 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.